Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Nx-3532mp implant became dislocated after surgery. The implant was reconnected without surgery and remains implanted.